Event description:
It was reported that a revision surgery was performed due to a fortify spacer that lost height post-operatively.

Manufacturer narrative:
The device had not yet been evaluated. A revision surgery was performed after a three-month, post-operative x-ray showed signs of a potential collapse. No additional information is known of this issue, therefore no determinations could be made as to the cause of the reported issue.